Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that the unit was not cooling during testing, replaced chiller (sn#: (B)(6), with new chiller (sn#: (B)(6). The 1/2 l shape formed tube was expanded. 1/2 l shape formed was replaced. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Installed shunt lines into fdl and verified the pressure test was found to meet the requirement of +2psi or above per procedures. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (non recoverable system error), and the device was not cooling. A check of chiller temperature (t4) showed it was reading 26c. They stated they drained 500 ml from the left port of the drain valves and discussed this was indicative of a chiller failure and stated they would provide a quote for repair and no loaner would be needed.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (non recoverable system error), and the device was not cooling. A check of chiller temperature (t4) showed it was reading 26c. They stated they drained 500 ml from the left port of the drain valves and discussed this was indicative of a chiller failure and stated they would provide a quote for repair and no loaner would be needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned